Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 44 mg/dl. Prior to the event, the customer was walking up the stairs and fell down. The customer stated that she pressed the panic button, and the police arrived. The customer's son also arrived and took the customer to the hospital. The customer did not know what caused her blood glucose levels to drop. Assisted the customer with the auto off feature per her request. Nothing further was reported.